Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Dr believes it to be a allergic reaction not caused by implant. The implant could not be evaluated due to contaminated body fluids on product rendering it unsafe. Frequency of occurrence: rare. Severity: minimal.